Event description:
Additional information was received that the device was reprogrammed, and stimulation was then felt in both sides regardless of position. The "impedances were good" and the patient was "doing well now."

Event description:
It was reported there was a loss of therapeutic effect. The patient had 'more' pain and wanted the device reprogrammed. The reporter stated the 'left side' was working but the right side would 'cut off' completely if the patient sat a certain way or moved his back a certain way. It was noted the patient could only use the device when he was lying in bed because it was 'messing with his nerves in his legs.' The issue had been going on since the last time the device was adjusted 5-6 months ago. During the adjustment the reporter stated the device was adjusted 'backwards,' in that 'the left side was the right side and right side was the left side.' It was also noted the patient complained of pain and neuropathy in his legs. The patient was going to try to have the device reprogrammed, but no further details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-33, lot# j0519257v, implanted: (B)(6) 2006, product type lead. (B)(4).